Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states his device keeps alarming no delivery. Customer also mentioned a few weeks ago he was hospitalized for high blood glucose levels. On (B)(6) 2014, customer went to the hospital with his blood glucose over 600 mg/dl. He was trying to control his blood glucose with the device. The device said it was delivering insulin, but he was not receiving any, causing his highs. At the hospital, when the infusion set was removed, the cannula was bent. That time, the device did not alarm no delivery. Nothing further reported.